Event description:
Caller complained that there is no mechanism to hold down the wheelchair when she is being transported to doctors' appointments. The wheelchair can easily tip over and cause either injury or death to the user. She also found out that all basic power assisted wheelchairs have this same problem.